Event description:
After the patient was anesthetized, the staff were unable to change the or table position due to a malfunction of the table. The patient was moved to another or table and the procedure continued. The vendor was contacted to perform a maintenance check and repair the table if needed.